Event description:
Patient reported left rupture. Healthcare professional additionally reported "mild duct ectasia" (non-device related). Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. Healthcare professional additionally reported "mild duct ectasia" (non-device related). Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, an opening in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Also was observed an opening radius side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ other-medical-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ red particles in the gel/shell observed in the device. ¿ crease fold: observed in the device. ¿ wear abrasion observed in the device.